Event description:
It was reported that; when final tightening the transverse connector, the bottom where it connects to the rod snapped.

Event description:
It was reported that; when final tightening the transverse connector, the bottom where it connects to the rod snapped.